Event description:
The customer reported erroneous estradiol results for six patients involving access 2 immunoassay system. The original results were greater than the linear range, but the retest results were within the linear range for all six patient samples. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the customer had moved the original reagent pack from another access 2 system and performed calibration and patient analyses on the original access 2 instrument. The fse placed a new estradiol reagent pack on the original instrument, and the customer resumed quality control (qc) and patient analyses. The customer confirmed reagent pack sharing between the two units. The fse discussed proper reagent pack handling with the customer. The unit was returned to normal operation and conformed to the manufacturer's performance specifications. The cause of the incident is due to operator error.